Manufacturer narrative:
An event regarding corrosion and abnormal ion level involving a metal head was reported. Corrosion was confirmed via evaluation of the returned device. Abnormal ion level was not confirmed. Method & results: product evaluation and results: energy dispersive spectroscopy (eds) was performed on the base material and on the black discolouration of the exeter v40 stem to characterise their material composition. Elemental constituents included iron, chromium, nickel, manganese, molybdenum and silicon which are consistent with rex 734 stainless steel. Black discolouration observed on the stem trunnion. Elemental constituents included chromium, oxygen, iron, molybdenum, nickel, calcium and silicon. The high levels of oxygen detected, indicate corrosion clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of the device history records indicates that devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to high metal ions. Energy dispersive spectroscopy (eds) was performed on the base material and on the black discolouration of the exeter v40 stem to characterise their material composition. Elemental constituents included iron, chromium, nickel, manganese, molybdenum and silicon which are consistent with rex 734 stainless steel. Black discolouration observed on the stem trunnion. Elemental constituents included chromium, oxygen, iron, molybdenum, nickel, calcium and silicon. The high levels of oxygen detected, indicate corrosion. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The surgeon advised that he was revising an exeter/competitor combination due to elevated cobalt/chromium levels in the patient.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Catalog numbers and lot codes of other devices listed in this report: cat# mmh-9988-0046; mitch trh md hd sz 46+0; lot# fm61886; manufacturer: (B)(4). Cat# mac-9988-4652; std mitch trh cp sz 46/52; lot# fm59889; manufacturer: (B)(4). Device not returned to the manufacturer.

Event description:
The surgeon advised that he was revising an exeter/competitor combination due to elevated cobalt/chromium levels in the patient.